Event description:
It was reported that an asymptomatic patient presented to the clinic remotely on (B)(6) 2022 with right ventricular oversensing alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by post paced t wave oversensing. The device was reprogrammed resolving the issue. The patient was in stable condition.